Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The lot number is unknown, therefore, a device history review cannot be performed. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date and involved a primary plumset that the customer reported leaking an unspecified chemotherapy from the y-site clave. The leak was reported to come from the bottom of the clave cap and was not accessed. The medication came in contact with the patient's gown and bedding. The medication came in contact with the patient and it was treated with the chemo spill protocol and the leak was taken care of immediately. There was no blood loss or bleed back reported and the tubing was replaced and medication was resumed. There was patient involvement, however, no report of adverse event, no patient harm, and no delay in therapy.